Manufacturer narrative:
(B)(6). Instradent USA, inc. Is submitting the report on behalf of (B)(6).

Event description:
(B)(4). The dentist reported the non osseointegration of a dental implant installed in intraoral region #24. Patient presented insufficient bone quality/quantity, fenestration occurred during surgery and bone graft was executed.